Manufacturer narrative:
The recipient reportedly experienced a recurring skin flap infection. The recipient experienced separate infections on (B)(6) 2016, (B)(6) 2016, and (B)(6) 2017. The recipient was treated with augmentin on (B)(6) 2016, (B)(6) 2016, (B)(6) 2016, and (B)(6) 2017 each for 7 to 14 days. The recipient will be reimplanted once the infection has resolved.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation this reportable event as closed. The recipient was reimplanted with another advanced bionics cochlear device. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.